Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that when priming a sigma spectrum pump for an infusion the pump began to free flow and then read error during patient care in the emergency room (medication, programmed amount and delivery rate unknown). Any patient injury is unknown.